Event description:
Following breast biopsy procedure using a mammotome biopsy device, md inserted gel mark ultra into mammotome probe. Md reported that he had lined up the applicator opening with the mammotome opening. When he deployed the pellets and turned the gel mark away from the opening, he felt resistance. He again felt resistance on removing the applicator from the probe. The tech noticed that the tip had sheared off, and looked for it in the mammotome. Md feels the tip maybe in the pt's breast. There are no plans to retrieve it. No pt injury.